Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with low pressure and low proximal pressure while providing therapy. The patient o2 saturation fell to 40's. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
The biomedical engineer contacted product support and requested for service repair. The customer requesting technical support. Per field service engineer (fse) performed complete performance verification (pm) on this unit per customer's request. Ventilator passes all tests and is operating per specs. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
The customer reported the ventilator alarmed with low pressure and low proximal pressure while providing therapy. The patient o2 saturation fell to 40's. During follow up the reporting nurse confirmed the patient was bagged and his saturations returned to normal and he was placed on bipap fully recovered. She also reported there were no relevant labs, tests, medical history or concomitant medications for this event. The customer reported the device was in use, but there was no patient harm reported.